Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. Upon release of the closure device, the closure device shifted and no longer provided a proper seal. The patient was sent to the operating room, and the closure device was explanted. The laa was ligated following explantation of the closure device. No patient complications were reported.